Event description:
Consumer complaint of low blood results. Caller normally is around 150mg/dl fasting and two hours after eating. Last results in memory were 161mg/dl, 165mg/dl, 176mg/dl, 76mg/dl, 76mg/dl 55mg/dl and 64mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (55) and the normal result (150) is located in zone b/d. No adverse event reported.

Manufacturer narrative:
Product not yet returned. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Caller normally is around 150mg/dl fasting and two hours after eating. Last results in memory were 161mg/dl, 165mg/dl, 176mg/dl, 76mg/dl, 76mg/dl, 55mg/dl and 64mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (55) and the normal result (150) is located in zone b/d. No adverse event reported.